Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation:uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo confirmation test.". Concomitant products included paracetamol (tylenol) since 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2007, the patient experienced abdominal pain lower ("lower abdominal pain"), staphylococcal infection ("infection (other) describe: mrsa") and ovarian cyst ("tumor / teratoma / cancer type: cyst on ovaries"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), pelvic pain ("pain - pelvic/chronic"), abdominal pain ("abdominal pain") and genital haemorrhage ("gen. Abnorm. Bleed") and was found to have neoplasm ("tumors"). The patient was treated with surgery (dilation and curettage). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, pelvic pain, abdominal pain lower, abdominal pain, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, neoplasm, staphylococcal infection and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, neoplasm, ovarian cyst, pelvic pain, staphylococcal infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for perforation: fallopian tubes, uterus. Discrepancy noted in essure insertion date: (B)(6) 2006 and (B)(6) 2008. Discrepancy noted as hysterosalpingogram done on- (B)(6) 2007. Date(s) of insertion: (B)(6) 2006 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received- reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation:uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo confirmation test.". Concomitant products included paracetamol (tylenol) since 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2007, the patient experienced staphylococcal infection ("infection (other) describe: mrsa"), ovarian cyst ("tumor / teratoma / cancer type: cyst on ovaries") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pain - pelvic/chronic") and abdominal pain ("abdominal pain") and was found to have neoplasm ("tumors"). The patient was treated with surgery (dilation and curettage). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, neoplasm, vaginal haemorrhage, staphylococcal infection, ovarian cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, neoplasm, ovarian cyst, pelvic pain, staphylococcal infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for perforation: fallopian tubes, uterus. Discrepancy noted as essure insertion date: (B)(6) 2006. Discrepancy noted as hysterosalpingogram done on- (B)(6) 2007. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received. New events added: abnormal bleeding (vaginal, menorrhagia), infection (other) describe: mrsa, cyst on ovaries, abdominal pain lower. Concomitant drugs, reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation:uterus') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo confirmation test.". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain - pelvic/chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea(cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have neoplasm ("tumors"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and neoplasm outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, neoplasm, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: plaintiff received treatment for perforation: fallopian tubes, uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: dysmenorrhea (cramping),pelvic/chronic pain, abdominal, bleeding: menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed, perforation: fallopian tubes, uterus, tumors, she didn¿t undergo confirmation test. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation:uterus') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo confirmation test.". Concomitant products included paracetamol (tylenol) since 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2007, the patient experienced staphylococcal infection ("infection (other) describe: mrsa"), ovarian cyst ("tumor / teratoma / cancer type: cyst on ovaries") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pain - pelvic/chronic") and abdominal pain ("abdominal pain") and was found to have neoplasm ("tumors"). The patient was treated with surgery (dilation and curettage). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, neoplasm, vaginal haemorrhage, staphylococcal infection, ovarian cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, neoplasm, ovarian cyst, pelvic pain, staphylococcal infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for perforation: fallopian tubes, uterus. Discrepancy noted as essure insertion date: (B)(6) 2006. Discrepancy noted as hysterosalpingogram done on- (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.